Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3008452825-2019-00473, 2030404-2019-00094. During a typical flutter ablation procedure, cardiac arrest occurred and cardiopulmonary resuscitation was performed. A cti ablation line was performed without issue and another 1:1 arrhythmia was induced at a rate of 200 bpm. During mapping, the rhythm degenerated to atrial fibrillation and cardioversion was necessary to restore sinus rhythm. Following cardioversion, the patient had a blood pressure of zero and pulseless electrical activity with st segment depression. Cardiopulmonary resuscitation was performed and the procedure was abandoned. The patient was stable after the procedure, with no effusion. A heart cath is scheduled to be performed. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac arrest remains unknown.